Event description:
It was reported that the device was producing straight shots.

Manufacturer narrative:
The subject product was not found to be producing straight shots. However, it did produce malformed constructs due to normal wear on a reusable device.